Event description:
It was reported that the patient presented to the emergency room due to shocks from the right ventricular (rv) lead. The rv lead had a suspected fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the right ventricular (rv) lead pacing impedance was out of range high. There were patient alert for out of tolerance sub threshold lead impedance (B)(6) 2012. Weekly pace lead trend data shows an increase for min and max rv pace equal to 448ohms with a range between (B)(6) 2012. There was an also oversensing and non-physiological/short interval count (sic). There was ventricular non-sustained tachycardia less than equal to 215ms between (B)(6) 2012. Also, ventricular fibrillation less than equal to 210ms average v-cycle between (B)(6) 2012. There was oversensing/noise with ventricular short interval count v-sic equal to 2950 counts, in 3.43 days, between (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.